Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously rebooted during patient use and upon rebooting, the cns software would not launch automatically. Nihon kohden tech support advised the customer to manually launch the software, then checked the maintenance tab and hardware information section. Under the hardware information section, nihon kohden tech support and the customer reviewed the temperature for the cpu core and verified that both hard drives were still functioning properly. After relaunching the cns software, the issue was resolved. The customer sent the unit in for evaluation and repair. Service requested/performed: evaluation/repair: nk repair center evaluated the device. The device was returned for physical evaluation and functional analysis. Nk repair center was not able to duplicate the reported issue of spontaneous reboot. Investigation summary: the overall risk of this event is determined to be high. As nk repair center could not duplicate the issue, the root cause cannot be determined. The most likely root causes of this issue, as noted by nkc in irc-nka300180196, are wear and tear on hdd due to age, corruption of the operating system, and/or outdated cns application version. These possible root causes are likely causing the system to experience increased load which results in the system automatically rebooting. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed.

Event description:
It was reported that the central nurse's station (cns) rebooted itself during use and upon rebooting, the cns software would not launch automatically. There was no reported consequence or impact to the patient.

Manufacturer narrative:
It was reported that the central nurse's station (cns) rebooted itself during use and upon rebooting, the cns software would not launch automatically. No consequence or impact to the patient was reported. Nihon kohden tech support advised the customer to manually launch the software, then checked the maintenance tab and hardware information section. Under the hardware information section, nihon kohden tech support and the customer reviewed the temperature for the cpu core and verified that the both hard drives were still functioning properly. After relaunching the cns software, the issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) rebooted itself during use and upon rebooting, the cns software would not launch automatically. There was no reported consequence or impact to the patient.